Manufacturer narrative:
Manufacturer's investigation conclusion: the report of red heart alarms could not be confirmed through the analysis of the submitted log file. A specific cause for the alarms could not be conclusively determined through this evaluation. The account reported that the patient saw red heart and red battery symbols illuminated while at home. The patient visited the hospital outpatient clinic and when the facility¿s medical engineer checked the history on the system monitor, they were unable to identify the red heart alarm. Review of the submitted log file revealed no atypical events or alarms. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. Information later received stated that the patient was asymptomatic and was in stable condition. No further alarms were reported. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hmii lvas IFU contains detailed information regarding all hazard alarms and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The IFU also outlines pump power, pump speed, and alarms in section 13.0. This document also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, the patient handbook also contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18dec2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient saw red heart and red battery light at home and visited the hospital outpatient. When the patient was connected to the system monitor there was no history of the red heart alarm. Upon review of the log file there were several low power advisories due to normal battery depletion. There were no other unusual events recorded in the log file.